Event description:
Major pump unit(s) involved: external control system failureadditional text: random beepsspecific component(s) involved: external controller malfunctionadditional text: random beeps, unable to visualize an alarm lightother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controllerother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.